Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted into the patient via a 18f sheath and advanced to the annulus over a non-medtronic guidewire. Subsequently, the valve was fully deployed. Upon removal of the dcs, it became stuck as the nose cone was pulled away from the valve. The dcs could not be removed. The guidewire and the outer sheath were fixated and the dcs was pulled with strong force, following which the dcs catheter shaft broke and the nose cone tip was separated from the rest of the device. The wire was cut using a wire cutter and the dcs was withdrawn from the patient. Upon inspection, slight tortuosity was observed in the left ventricular region were the dcs catheter shaft had broken and the guidewire was slightly bent. Per the physician, this may have contributed to the resistance felt upon withdrawal of the dcs. A different guidewire passed through the dcs following its removal without resistance. No adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject dcs was discarded by the customer and as such no analysis could be performed. Images were provided and upon review a detachment on the inner member of the dcs was evident. The guidewire appeared to be kinked and the coils have separated. The reported event indicates that upon removal of the dcs post deployment, it became stuck as the nose cone was pulled away from the valve. The dcs could not be removed. The guidewire and the outer sheath were fixated and the dcs was pulled with strong force, following which the dcs catheter shaft broke, and the nose cone tip was separated from the rest of the device. The wire was cut using a wire cutter and the dcs was withdrawn from the patient. It is possible that the guidewire kinked due to interaction with tortuosity that was observed in the left ventricular region, and this resulted in force being used when attempting to remove the guidewire from the dcs. It seems likely that the force used subsequently resulted in the detachment of the inner member. However, without the dcs to analyze, these scenarios cannot be conclusively confirmed. Per the physician, patient morphology may have contributed to the resistance felt upon withdrawal of the dcs. A different guidewire passed through the dcs following its removal without resistance. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter of the access vessel was 6.6 mm. The dcs was not twisted or torqued while in the patient. Upon withdrawing the dcs, the capsule was closed until it aligned with the catheter tip. After the valve was placed, the dcs was removed from the non-medtronic 18fr sheath along the guidewire and then was stuck. Subsequently, the left ventricular guidewire was cut and removed with a wire cutter. A procedural delay did not occur nor was there any vascular damage as a result of the separation.